Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test: fail (0 vdc). Data/share log available: no, no sensor line in the data log to review. The probable cause could not be determined. No injury or medical intervention was reported subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the allegation and the probable cause cannot be determined. No injury or medical intervention was reported.